Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50 serial: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient passed away for an unknown reason.

Manufacturer narrative:
Additional information was received that the physician was not sure why the patient died but believed it was due the patient needing a new pacemaker. No further information could be obtained. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient passed away for an unknown reason.